Event description:
Customer reported that the t: slim x2 pump battery would not charge, even when using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including using a different wall adapter, but these were unsuccessful. A replacement charging cable and wall adapter were sent via two-day shipping. The customer was advised to contact their healthcare professional for backup insulin therapy if necessary. The customer later confirmed that the charging issue was resolved.